Manufacturer narrative:
The device was not returned to resmed for an evaluation. A resmed customer representative assisted the customer with instructions to troubleshoot the alarm. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communications lost alarm. There was no patient harm or serious injury reported as a result of this incident.